Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm saccular thoracic aortic aneurysm. The aneurysm was described as "degenerate," and the aortic arch was described as unstable, angulated, diseased, and is 26 mm in diameter. It was reported that approx 1 yr ago, another MFR's stent graft was implanted to treat the aneurysm. Approx 11 months post-implant, the pt presented with a type b dissection of the descending arch, and the physician elected to intervene for the dissection by placing one talent thoracic stent graft, which was implanted from the left common carotid artery to the descending arch without issues. The case was uneventful, and the end result was very good. However, approx 3 weeks post-implantation of the talent graft, the pt presented with chest pain and a headache, and a type a dissection of the ascending aorta was identified. The physician elected to perform an open surgical repair whereby the freeflow part of the talent graft was cut off, and a surgical graft was sewn into the remainder of the talent graft. The physician commented that the bare metal of the talent springs may have contributed to the dissection. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Arterial trauma/dissection. Degenerate aneurysm with unstable, angulated, and diseased aortic neck. Treatment of a thoracic dissection.